Manufacturer narrative:
Device evaluated by MFR: the rotawire guide wire was received with the distal spring tip detached. The visual and tactile inspection was performed and it was noted that the core wire was fractured at 310cm from the proximal end. The distal side of fracture was not returned for analysis. The outer diameter measurements are within the specifications. The fractured section was sent to (B)(6) lab for fracture analysis. Conclusion: fracture occurred due to a reduction in the cross-sectional area of the wire in a bending overload direction. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2011-02292. It was reported that during a percutaneous rotational atherectomy treatment procedure, a wire break occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous prox to mid left anterior descending artery (lad). Initially, a non-bsc guide wire was advanced across the lesion. The physician then attempted to utilize a non-bsc microcatheter to exchange the wire to the floppy rotawire guide wire, however this was unsuccessful. Therefore the physician advanced the floppy rotawire guide wire without the use of the microcatheter. The physician advanced a 1.5mm rotablator rotalink plus burr across the lesion and completed ablation. The physician exchanged to a 1.25mm rotablator rotalink plus burr, however during the advancement of the 1.25mm burr to the lesion, the distal portion of the floppy rotawire guide wire was noted to be fractured. The 15cm guide wire fragment was noted to be within the guide catheter and was removed successfully from the patient. The procedure was completed with another of the same devices. No patient complications were reported, and status is listed as good.

Event description:
Same case as MDR ID#: 2134265-2011-02292. It was reported that during a percutaneous rotational atherectomy treatment procedure, a wire break occurred. The 90% stenosed lesion was located in the severely calcified and severely tortuous prox to mid left anterior descending artery (lad). Initially, a non-bsc guide wire was advanced across the lesion. The physician then attempted to utilize a non-bsc microcatheter to exchange the wire to the floppy rotawire guide wire, however this was unsuccessful. Therefore the physician advanced the floppy rotawire guide wire without the use of the microcatheter. The physician advanced a 1.5mm rotablator rotalink plus burr accross the lesion and completed ablation. The physician exchanged to a 1.25mm rotablator rotalink plus burr, however during the advancement of the 1.25mm burr to the lesion, the distal portion of the floppy rotawire guide wire was noted to be fractured. The 15cm guide wire fragment was noted to be within the guide catheter and was removed successfully from the patient. The procedure was completed with another of the same devices. No patient complications were reported, and status is listed as good.